Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was removed due to infective endocarditis. It was further reported there was a right atrial thrombus and vegetation. The patient was treated with antibiotics and the organism was identified as enterococcus faecalis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo and the inner insulation of the lead became breached due to a rupture while in vivo. (B)(4).